Manufacturer narrative:
Additional information: on 20-november-2019 received email from customer stating that the reported incident occurred during testing. There was no patient involvement in the reported event.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, there was no fault found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was failing accuracy testing by -9%. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.